Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, and partial delamination of the valve. Leak test and microscopic analysis was performed which identified: crack valve and partial delamination of the valve. Based on the device analysis the final assessment is: partial delamination of the valve assessed as adhesive failure. A cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a a right side rupture. Device has been explanted.